Manufacturer narrative:
All buttons function properly on the insulin pump. There were no button error alarms noted. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had a missing end cap sticker noted.

Event description:
The customer reported via phone call that he had a button error alarm that he has never seen before. Customer bought a new battery and put it into the pump. Customer stated that it is stuck on the status screen. Customer stated that the pump was in his shorts and he was playing tennis. Customer stated that the only moisture would be his sweat. Customer stated that he was unsure if a button was pressed for 3 minutes or longer. Customer stated that it may have been held down. Customer stated that there is an open circle on the screen. Customer's blood glucose was 57 mg/dl. Customer ate a bunch of food. Customer stated that the numbers are not ramping on their own but the up or down button may be stuck. Customer stated there is no response from any button. Customer stated that the minutes do change on the display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.